Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the stent not located on the balloon. The stent was returned inside a plastic vial. Examination of the returned device revealed no damage was noted to the shaft. The balloon was folded and wrapped around the shaft of the device. A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent revealed the middle section of the stent was flattened. A strut on one end of the stent was lifted up. Struts on both ends of the stent were pushed apart. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was obtained through the left femoral artery. The physician was treating a 90% stenosed, 20mm in length, eccentric shaped lesion located in the mildly tortuous and severely calcified, 9mm in diameter, left common iliac bifurcation. The lesion was not pre-dilated. The physician experienced resistance advancing this 9.0x40x75cm express vascular ld stent to the target lesion. Due to the calcification, the stent delivery system (sds) could not "move forward". The sds was removed from the patient, at which point it was noted that the stent was not on the sds. The stent dislodged from the sds in the proximal stenosis and did not embolize in the body. The physician opened the groin and removed the stent with another manufacturers' 4f 80cm catheter. The stenosis was also treated at this point. The groin was closed and the procedure was considered complete. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred.vascular access was obtained through the left femoral artery. The physician was treating a 90% stenosed, 20mm in length, eccentric shaped lesion located in the mildly tortuous and severely calcified, 9mm in diameter, left common iliac bifurcation. The lesion was not pre-dilated. The physician experienced resistance advancing this 9.0x40x75cm express vascular ld stent to the target lesion. Due to the calcification, the stent delivery system (sds) could not "move forward". The sds was removed from the patient, at which point it was noted that the stent was not on the sds. The stent dislodged from the sds in the proximal stenosis and did not embolize in the body. The physician opened the groin and removed the stent with another manufacturers' 4f 80cm catheter. The stenosis was also treated at this point. The groin was closed and the procedure was considered complete. No further patient complications were reported and the patient's status is stable.this product is only ous approved, but it is similar to an approved us device.